Event description:
A malfunction was reported on the pump, which resulted in the pump screen going dark and not turning on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the pump into a power source with known working charging supplies, after which the pump display turned on successfully. The customer noted the malfunction code and fault ID before resetting the pump and was assisted in turning it back on. No recurrence of the malfunction code was observed after resetting, and the customer was advised to continue using the pump and to call back if any issues reoccurred.